Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unlock screen does not respond to presses during the fill tubing process. Reportedly, if the pump screen times out during the fill tubing process it takes multiple presses to get the pump screen unlocked. Customer's blood glucose level was not impacted. The pump touchscreen was confirmed to be working as expected at the time of the report.